Manufacturer narrative:
No sample is available for the manufacturer to evaluate.

Event description:
The event is reported as: complaint alleges: the patient could not deflate the balloon herself and the catheter had to be removed surgically under anesthesia. No reported patient injury. Patient current condition is fine.